Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had burning sensation and irritation at the ipg site. It was also noted that the ipg was difficult to charge. The patient underwent an explant procedure and the explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 18467313/19371615.

Event description:
It was reported that the patient had burning sensation and irritation at the ipg site. It was also noted that the ipg was difficult to charge. The patient underwent an explant procedure and the explanted device was not returned. Additional information was received that all device components were explanted.